Event description:
We have had three separate instances of malfunctions with zoll defibrillators. This is the 2nd of the three. This event occurred approximately 5 months ago with the x series zoll defibrillator. The unit was not recognizing the usb device flash drive. This meant that we could not transfer any data from the device. The device was returned to zoll and they re-seated the usb cable to the monitor board to correct the issue. They then returned the device to us.